Event description:
It was reported that the customer's insulin pump had cracks near the reservoir window. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display screen on full segment display due to faulty capacitor on the interface board. Unit was received with cracked reservoir tube and deep cracks on the display window corners.